Event description:
It has been reported to us that the marker band of the aspiration catheter separated from the catheter and remains inside the patient's vessel. The physician inserted the aspiration catheter into the patient and advanced into the distal left arterial descending vessel. The physician attempted to remove the aspiration catheter from the patient and felt some resistance. The physician was able to remove the aspiration catheter, however, noticed that the wire lumen of the catheter had become torn and the marker band of the aspiration catheter was missing. The physician discovered that the separated marker band was still inside the patient and it had traveled into the branch of the circumflex vessel. An attempt was made to remove the separated marker band and was unsuccessful. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.